Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced blood glucose (bg) of 600 mg/dl and diabetic ketoacidosis resulting in hospitalization. While at the hospital, the customer was treated with fast acting insulin and manual injections were administered. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.